Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the insertable cardiac monitor (icm) exhibited under sensing. It was reported that the clinic will continue to monitor. No intervention was performed. The patient was in stable condition.